Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a bacteremia infection. A replacement leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 2088tc lead, 1948 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.